Event description:
The hospital reported that during the procedure, the acrobat-I stabilizer system locking lever was not working. It kept rotating and could not be tightened. The procedure was completed using a new device. There was no harm or delay reported.

Manufacturer narrative:
(B)(4). Event site name exceeds character limitations: (B)(6).

Manufacturer narrative:
Tw (B)(4). Updated sections: b4, d9, g3, g6, h2, h3, h6, h11. The device was returned to the factory for evaluation on 03/23/2026. An investigation was conducted on 03/24/2026. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. There were no visual defects observed on the returned device. The device was loaded onto a reference retractor with no physical or visual difficulties observed. The device was able to be locked onto the reference retractor. The flexlink arm was able to be adjusted and positioned. Based on the condition of the device as well as the evaluation results, the reported failure "positioning problem" was not confirmed. The lot # 3000471277 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.